Manufacturer narrative:
(B)(4)

Event description:
It was reported that merlin.net transmission had revealed the pulse generator exhibited noise reversions. The ams episodes revealed atrial oversensing but there were no visible deflection on the atrial sense amp. The device was reprogrammed from bipolar to unipolar. All electrical parameters were in range and stable.